Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic for an radio frequency ablation procedure, imaging revealed the atrial lead was dislodged. The lead was extracted and replaced. The patient condition was stable after the procedure.